Event description:
Facility alleges that machine remove excess fluid from pt. It was reported, that a pt experienced nausea, vomiting and hypotension during treatment. Treatment was ended 11/2 hrs early. Based on pre (86.2) and post (82.6) weights as noted by the facility the estimated fluid removal was 3.95kg. The machine indicated fluid removal of 1.0kg.